Event description:
It was reported that the foley catheter tubing was kinking. Per additional information received on 05nov2024, it was reported that the backup of urine into the patient¿s bladder because the tubing kinks and the system did not allow urine to drain freely. This could cause infections and urinary retention. This information was not applicable to the reported problem of distal drainage tubing. When customer reported this finding, it was back in september. However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary. The catheter tubing was noted to be softer and more pliable which contributed to kinking above the urometer container. This was identified early in september, and they continue to see this problem, presently at least 2 catheters in sicu today. It appeared that the plastic of the tubing had changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The provided lot number was invalid therefore DHR review could not be completed. The instructions for use were found adequate and state the following: 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate, leave foley catheter in place only as long as needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tubing was kinking. Per additional information received on 05nov2024, it was reported that the backup of urine into the patient¿s bladder because the tubing kinks and the system did not allow urine to drain freely. This could cause infections and urinary retention. This information was not applicable to the reported problem of distal drainage tubing. When customer reported this finding, it was back in september. However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary. The catheter tubing was noted to be softer and more pliable which contributed to kinking above the urometer container. This was identified early in september, and they continue to see this problem, presently at least 2 catheters in sicu today. It appeared that the plastic of the tubing had changed. Per additional information received on 17dec2024, it was reported that the kink in the tubing renders the drainage system to be ineffective. The drainage tubing continues to kink at the top of the urometer on multiple patients in the hospital with this product. It remains an ongoing problem.

Event description:
It was reported that the foley catheter tubing was kinking.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error - tight bundles. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter tubing was kinking. Per additional information received on 05nov2024, it was reported that the backup of urine into the patient¿s bladder because the tubing kinks and the system did not allow urine to drain freely. This could cause infections and urinary retention. This information was not applicable to the reported problem of distal drainage tubing. When customer reported this finding, it was back in september. However, they were still experiencing the problem with the product currently. And they could obtain this type of information if necessary. The catheter tubing was noted to be softer and more pliable which contributed to kinking above the urometer container. This was identified early in september, and they continue to see this problem, presently at least 2 catheters in sicu today. It appeared that the plastic of the tubing had changed. Per additional information received on 17dec2024, it was reported that the kink in the tubing renders the drainage system to be ineffective. The drainage tubing continues to kink at the top of the urometer on multiple patients in the hospital with this product. It remains an ongoing problem.

Event description:
It was reported that the foley catheter tubing was kinking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.